Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer stated that the alarms have disappeared on device. There was no reported patient incident injury.